Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
On (B)(6) 2021, three joint replacements were scheduled on the day tha>bilateral total knee (left knee first, then right knee). The incident happened during the right leg in the bilateral total knee case. During the case, 2 tka certified mps are present and followed the standard mako procedure. For this case, triathlon cr implants were initially planned; due to patient pathology, the surgeon decided to change to ps cementless implants. The circulating nurses provided the ps implants and have confirmed with the surgeon. No staffs were aware the femur implant is the left side instead of the right side. The surgeon then followed the standard procedure for implantation, and mako recorded the final leg tracking. The case was revised on (B)(6) 2021 by the surgeon. The wrong left ps femur implant was changed to a right ps cemented femur. During the case, for better femur access, the same ps insert was also exchanged.